Manufacturer narrative:
Concomitant products: product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient was bending down to pick up trash and experienced a shocking/jolting in his legs on (B)(6) 2013. When he stood up the shocking became stronger and he fell, hitting his left leg on the ground. On (b)64), the company representative saw him and all the impedance measurements were in range. He was going to keep the stimulation off for two weeks to see if the stimulation was really helping to decrease his pain. If not, he may have the device system explanted. He was going to have the stimulation off (B)(6) and then back to normal for two weeks (B)(6). He was then going to report to his doctor. It was later reported that the patient¿s left knee hurt from the fall and was swollen. The device system was intact. The company representative confirmed that no further diagnostics were done. No medical intervention was scheduled and no issue was found with the device system. The patient claimed that the shocking sensation has resolved.